Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not warming. Believes it was also in need of 2k preventive maintenance. Transferred for assistance. Sn #(B)(6).

Manufacturer narrative:
Upon further review, bd has determined that this MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-01537. Correction: e, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not warming. Believes it was also in need of 2k preventive maintenance. Transferred for assistance. Sn #(B)(6).